Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large suturecut needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint. The instrument was found to have a broken grip cable at the distal end. No pitch cable damage was identified and it was confirmed that there was no missing piece.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the large suturecut needle driver (lsnd) instrument cable was damaged. The customer used a backup lsnd instrument to continue with the planned procedure. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument did not engage when it was installed on the universal surgical manipulator (usm). One cable, which controls opening and closing of the jaws, was protruding from the distal end of the instrument. There was no fragment falling into the patient¿s anatomy.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the large suture cut needle driver instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.